Event description:
The patient was previously a patient at our facility that had a PICC [peripherally inserted central catheter] line placed on [date redacted] and discharged to a skilled facility. Patient later returned to our facility and the fragment was noted in the x-ray. [Date redacted] at 1020, approximately 30 days after PICC line was placed - patient came to hospital with altered mental status. Chest x-ray resulted at 1057 revealing fragment of what appears to be wire at the tip of the catheter. Procedure performed and the fragment was removed and sent to pathology with no complications to the patient. It was determined to be a stylet fragment from the PICC line.